Manufacturer narrative:
30-dec-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer sent e-mail stating the tampon strings separated, and one unraveled completely from the cotton. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent e-mail stating the tampon strings separated, and one unraveled completely from the cotton. No injury was reported.